Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and are not unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was seen in clinic. Log file analysis noted low voltage hazard event occurred on (B)(6) 2018. The voltage hazard events occurred while connected to the mobile power unit (mpu). There was a total loss of power to the mpu and the external backup battery (ebb) enabled each time. No further information was provided.

Manufacturer narrative:
Approximate age of device - 3 years.

Manufacturer narrative:
Section h4: section h4. Investigation summary: the reported event of low power hazard/no external power alarms while on the mpu was confirmed based on the log file data provided by the account. The log file contained data spanning from (B)(6) 2018 at 08:17:51 to (B)(6) 2018 at 10:45:30, per the timestamp. Low battery hazard/no external power alarms were captured on (B)(6) 2018 at 19:50:49, (B)(6) 2018 at 14:02:40, (B)(6) 2018 at 20:25:15, and (B)(6) 2018 at 09:07:25. The associated voltage levels during these events indicated that the system was powered by a mobile power unit (mpu) and power to the mpu was lost. Pump support was not affected, and the system was supported with the emergency backup battery (ebb) during the events. The alarms resolved upon reconnection to external power. The patient reported that the ac power cord became loose from the wall. Review of the device history records noted that (B)(4) was manufactured with the v-lock ac connector. The relevant sections of the device history records (doc. #165481 and 164897) were reviewed and revealed that the mpu was manufactured in accordance with manufacturing and quality assurance specifications patient remains ongoing on the device. The manufacturer is closing the file on the event.